Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure the device cut but did not staple. A second device was used to complete the case with no patient consequence reported.